Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.